Event description:
Us legal mdl. It was reported that the patient underwent medically indicated revision of the bhr implants of the right hip on (B)(6) 2019 due to pain, inflammation, loss of mobility and elevated metal level, aseptic loosening of the cup. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers for cup, head and stem were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. A review of the complaint history for the modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the known device. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions due to pain, inflammation, loss of mobility and elevated metal level and aseptic loosening of the cup were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.